Event description:
It was reported that during the implant procedure, cardiac tamponade was observed. The physician suspected perforation and repositioned the atrial and rv leads. After repositioning, drainage was performed and the procedure was completed. The patient is making satisfactory progress and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.